Manufacturer narrative:
The reported events were lead dislodgement, no capture and diaphragmatic stimulation. A complete lead was returned in one piece. The reported event of no capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. The s-curve height was measured within specification. No lead anomalies were found except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a follow-up visit with abdominal discomfort. Device interrogation revealed that the left ventricular (lv) lead exhibited failure to capture and diaphragmatic stimulation. A chest x-ray confirmed lv lead dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.